Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. During support, the patient developed limb ischemia. The decision was made to consult vascular surgery to assist with a right superficial femoral artery distal perfusion sheath. Left to right external femoro-femoral bypass was performed successfully with immediate improvement in pallor of the right lower extremity. Support was continued. Additional information noted that the decision was made to withdraw care and the patient expired. There is not enough information to exclude the impella cp device as an associated factor in the patient's demise.